Manufacturer narrative:
Film evaluation results are: the exact cause of the left limb occlusion reported post-implant could not be determined from the pre-implant films provided. Films during and post-implant, as well as during the intervention, were not available for review. It is possible that the patient¿s anatomy (small and calcified distal aorta) may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Other relevant device(s) are: etbf2813c166e, (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. The left external iliac artery measured 10 mm, 10.6 mm, to 12.8 mm in diameter. It was reported that, approximately one month post index procedure, the patient experienced leg pain that persisted for a month. A CT was conducted two months post index procedure and revealed that the patient had occlusion from the proximal contralateral limb of the endurant ii bifurcate stent graft to the left common femoral artery. Per the physician, the cause of the occlusion was due to a small and calcified distal aorta that had caused the left limb to collapse. Additionally, there may have been an external iliac issue that had contributed to the occlusion. The patient had an intervention to repair the occlusion. The physician cut down on the left groin which was the side that was occluded (contralateral side). The vessel was occluded from the flow divider down to the common femoral artery. The physician ran a fogarty catheter several times and removed a large piece of organized thrombus. An angiogram was then done which showed some flow thru the vessel, but not much. They then used an angiojet catheter and did a pulse spray technique with tpa. The physician let the tpa work for 15 min and took another angio. There was much improved flow throughout the limb, but there appeared to be restricted flow on the lateral side of the graft just at the flow divider. The physician put a 12 fr sheath in the left groin and ballooned just above the flow divider and throughout the limb with the reliant. The next angio showed much better flow throughout the left limb, but there was a visible piece of thrombus in the proximal right limb now. The physician then cut down on the right groin and placed a 12 fr sheath. They ran the fogarty catheter several times throughout the right limb. Another large piece of organized thrombus was removed. The following angio showed an open and patent right limb with restricted flow on the left with what looked like thrombus in the distal body of the graft on the side of the left limb. Kissing reliant balloons were used with no improvement in flow on the left. An endurant stent graft was placed up the left going to approximately 2cm above the flow divider. Up the right an endurant stent graft was implanted to match the proximal position of the other graft. Both stent grafts were deployed simultaneously. Kissing assurant cobalt stents were then implanted at the level of the aortic bifurcation. The one on the left was a 10x40, and the right was a 10x30. Kissing reliant balloons were then used again. The next angio showed patency on both sides with good flow to the groins. As the physician was removing the sheath on the left in preparation for closing, he noted no flow out the sheath. The physician advanced the sheath up and had flow within the limb just recently placed. There was no flow distal to the new limb and still within the original limb. Angiography showed thrombus in this location. An endurant 16x10x124 was implanted up the left into the limb such that we had 3cm of graft into the external iliac. The left hypo had been occluded throughout the procedure. Angiography showed patency with good flow. After the sheath was removed, there was no pulse after a few minutes. The physician ran the fogarty catheter up the left and pulled out another organized thrombus that appeared to be in the proximal common femoral artery. Closing was completed and the patient had palpable pulses in both groins and feet. After the case, the physician said that, although they thought the small distal aorta contributed to the occlusion, he believed there must have been something going on distal to the graft to cause the occlusion since the left hypogastric did not maintain patency of the external iliac. The patient was reportedly was doing well post procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.